Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 10.2-11.0cm, 30.1-30.3cm, and 36.3-36.7cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Lead was explanted and replaced.